Event description:
This rv lead was implanted on an unknown date and remains implanted at this time. In an email sent to technical services on (B)(6) 2018 high out of range impedance was noted on this lead measuring greater than 3000 ohms. The physician was unknown at an unknown hospital in austria. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).